Event description:
It was reported that (1) device was used during a gastric resection. It was reported by the affiliate that the staples of the cdh25 are 1mm out of their chambers. The anastomosis was handsewn during the procedure.